Event description:
The customer reported the system displayed a generator error. This could cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a damaged cable. No conclusion can be drawn as repair information was not reported.